Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment of a ruptured type b aortic dissection using two gore® tag® conformable thoracic stent graft with active control systems (ctag/ac). A ctag/ac (tgm262110j) was implanted distally. Then a ctag/ac (tgmr313110j) was implanted proximally. A re-entry tear was observed and amplatzer® vascular plugs (avp ii 16 x 22) were implanted into the false lumen of the dissection. On (B)(6) 2022, the patient underwent emergency endovascular treatment for a hemoptysis. Computed tomographic angiography revealed a rupture due to a proximal stent graft-induced new entry tear (sine). A debranch (axillary artery - axillary artery) bypass procedure was performed. An additional ctag/ac was successfully implanted at zone 2. Coil embolization of a left subclavian artery was performed. Angiography revealed no issues. The reintervention was completed and the patient tolerated the procedure.